Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that prior to use with a polyflux 210h dialyzer, a particulate matter was observed inside the cartridge. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The visual inspection by naked eye of the product revealed that the product was wet. A greyish particulate matter in the blood side was visible. The reported failure was confirmed. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.